Manufacturer narrative:
Three needles were returned for investigation. The needle manufacturing records were reviewed, and it was found that 4 electrical hi-pot issues were recorded for this needle's batch. Investigation determined 1 of the 3 needles failed testing. Upon disassembly of the needle, damage was found to the wire insulation on the heater wire. The other 2 needles were found within specification.

Event description:
This is a follow up #1 to report investigation results and root cause analysis. As reported in the initial: it was reported that 3 iceforce needles and system tested with no issues for a renal case. During the case while in thaw mode, the patient twitched. The case was completed as expected using passive thaw with no patient injury. Needles will be returned for investigation.

Event description:
It was reported that 3 iceforce needles and system tested with no issues for a renal case. During the case while in thaw mode, the patient twitched. The case was completed as expected using passive thaw with no patient injury. Needles will be returned for investigation.